Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurred, which they understood and acknowledged.